Event description:
It was reported that, "the 3.5mm screws from variax planting system, the leads were stripping. Hand screwdriver was eventually used in order to get them in."

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If additional relevant information becomes available, it will be reported in a supplemental report. Same patient event as MDR 8031020-2010-00058, 8031020-2010-00059, 8031020-2010-00061.